Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded atrial tachy responses (atrs) due to noise which technical services (ts) determined was electromagnetic interference (emi). The noise was oversensed. Noise was present on both the right atrial (ra) and right ventricular (rv) channels. No adverse patient effects were reported. This crt-d remains in service.